Event description:
It was reported that during translabyrinthine approach to acoustic tumor resection procedure, medtronic standard prass probe and 4-channel subdermal electrodes were used. The nim seemed to be running as expected until approximately 70 minutes into the procedure when nerve stimulation was attempted. Intermittent delivery tone of the stimulus was reported and there was no positive nerve activity registering audibly or visually on the screen despite the surgeon being confident they were in the correct anatomical position to stimulate nerve. All electrodes were physically inspected and the system was re-booted, however the same unexpected performance continued. A second prass probe was opened to replace the first device. For a period of 10 minutes the system performed as expected, but then the original problem with intermittent stimulus returned. The decision was made to swap out the system with a nim 3.0 and the procedure was completed without further incident. Procedure extended by 15 minuets. No consequences or impact to patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.